Event description:
It was reported that the device was used during a laparoscopic gastric bypass. The trocar bilateral tissue separators were bent and it was not noticed unit the obturator became stuck in the cannula and pliers were used to remove from the patient. The cutter was used on the 2nd firing and became stuck. Several attempts were made to use the manual release button to open the device. It did eventually open with the manual release. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Dent on tissue separators. The device was received out the sterile package. During visual evaluation of the lens a dent on one of the tissue separators was noted. This might have caused difficulties during insertion of the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the finding. A batch record review was performed and no anomalies were found during the manufacturing process.